Manufacturer narrative:
Additional information provided indicates the device was utilized as intended. This information reverses the previous determination of a reportable malfunction. The use of the sutures will not require additional intervention by the surgeon. This reported complaint is deemed non-reportable. Four strands of suture were returned. Sutures were unable to be tested due to their length. Visual assessment of the sutures could not confirm reported breakage. Each strand appears to have been cut by an ancillary device. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
Additional information received indicated that they used a needle holder with this device.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an anterior cruciate ligament repair, it was reported that after preparing the graft with the ultrabraid to allow the graft tensioning on the tibial end, the surgeon pulled the sutures and the four threads broke. The surgeon finished the surgery with the sutures. Additional information received indicated that no pieces broke off inside the patient. The patient was noted to be okay post-procedure. There was a 20 minute delay in the procedure.